Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis. However, there is no reported allegation or objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. The patient¿s past medical history is significant for chronic diarrhea from prior gastric bypass surgery. The patient¿s pd effluent yielded growth of e. Coli which is an organism found in the intestinal tract and stool of humans. Therefore, the patient¿s peritonitis can be reasonably associated with the patient¿s chronic diarrhea and touch contamination, as reported by the nurse.

Event description:
It was reported that a peritoneal dialysis (pd) patient was admitted into the hospital on (B)(6) 2019 with peritonitis. There were no reported allegations against any fresenius products in relation to the peritonitis event. Details surrounding the patient¿s hospitalization are unknown as the hospital discharge summary is not available. However, it was reported that during the hospitalization a pd culture was obtained which yielded growth of e.coli. Reportedly, the patient was treated with unknown antibiotics. Per the nurse, the patient has a past medical history of gastric bypass which has caused nutritional deficits due to chronic diarrhea. As a result, the patient required intra-dialytic parental nutrition (idpn) and was eventually transitioned to hemodialysis while in the hospital. The patient was discharged on (B)(6) 2019 to a nursing home. The patient is reportedly recovering from the peritonitis infection. The nurse indicated the patient did not have any fluid leaks in relation to the event. The pd nurse attributed the peritonitis infection to the patient¿s chronic diarrhea and touch contamination